Manufacturer narrative:
Citation: schymik g et al. Impact of dialysis on the prognosis of patients undergoing transcatheter aortic valve implantation. Am j cardiol. 2019 jan 15;123(2):315-322. Doi: 10.1016/j.amjcard.2018.10.008. Epub 2018 oct 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the differences in procedural and long-term outcomes in dialysis patients who underwent transcatheter aortic valve implantation (tavi) compared with tavi patients not undergoing dialysis. All data were collected from a single center between april 2008 and march 2015. The study population included 2,000 patients (predominantly male; mean age 79 years), an unspecified number of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, the 72-hour procedural mortality rate was 10.7% for dialysis patients and 1.7% for patients not undergoing dialysis. The 30-day all-cause mortality rate was also noted: 21.4% for dialysis patients and 4.8% for patients not undergoing dialysis. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: second transcatheter valve implanted due to aortic insufficiency, new permanent pacemaker implantation, coronary artery obstruction requiring intervention, valve embolization into the left ventricle requiring conversion to surgery, resuscitation due to low cardiac output, post-interventional bleeding requiring rethoracotomy, incorrect valve positioning, disabling stroke, non-disabling stroke, myocardial infarction, moderate-severe regurgitation, moderate-severe paravalvular leak, major vascular complications, life-threatening/major bleeding, and elevated aortic valve mean gradients. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.